Event description:
Facility reported that during priming of the combi set the tech noted saline leaking. Upon closer examination the tech found the extra administrataion line was almost completely disconnected at the glue joint. Reportedly, the same problem had been noted with this product on one prior occasion. In speaking with the initial reporter from the dialysis facility she believes that the sample has already been returned to reynosa for eval.